Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the entire distal clevis broken completely detached from the instrument. The broken piece was returned and is held in place by the still connected wires, measuring roughly 22.82mm x 8.18mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. There are signs of excessive force on the distal tip. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument (pch) was found to have a broken distal tip. The procedure was completed with no reported injury.